Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not recharged nor used the scs system in the past 6-8 months. As a result, the ipg was deemed inoperable. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. The ipg was explanted and replaced during the procedure. Effective therapy was achieved postoperatively. The issue is resolved.